Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of 'downstream occlusion. ' was not reproduced. Downstream occlusion testing was performed and passed. A review of the event history log (ehl) revealed 'downstream occlusion. ' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion. During biomed service. There was no patient involvement. No additional information is available